Event description:
It was reported that the programmer had a "connection problem" and that the lid was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the keyboard hinge was missing and the keyboard lid had nothing to hold it in place due to the missing hinge. It was also noted that the keyboard had a raised keypad near the 'k', 'l', and '<(><<)>' keys. Continuation of product ID 2067 radiofrequency head; product ID (B)(4) analyzer.